Event description:
It was reported that 2 days after a drug eluting stenting treatment procedure, a stent thrombosis occurred. The target lesions were located in the proximal and mid left anterior descending artery (lad). Nitroglycerine and angiomax were given prior to treatment of the lesions. The proximal and mid lad were predilated with a prior to treatment of the lesion. The proximal and mid lad were predilated with a 2.25 x 12 mm voyager balloon to 10atms for 13 seconds and 8 atms for 18 seconds respectively. A 2.50 x 20 mm taxus express2 drug eluting stent was placed in the mid lad at 9 atms for 15 seconds; this stent was post-dilated with a 2.50 x 18 mm high sail balloon at 12 atms for 23 seconds. A 3.00 x 16 mm taxus express2 stent was post-dilated with a 3.25 x 15 nc ranger balloon at 12 atms for 18 seconds. Both stent were well positioned and apposed. The procedure was successfully completed, the pt was placed on plavix and discharged later that day. Two days after the procedure the pt suffered a myocardial infarction and was brought back to the cath lab. A thrombus was seen in the mid lad stent and was treated with balloon angioplasty and a taxus stent of unknown size. In the opinion of the physician there is an unknown relationship between the taxus stent and the thrombosis. The pt's status is reported as 'satisfactory/good'.